Event description:
Patient had aortic valve replacement and CABG. An edwards aortic bio prothesis was implanted. Patient returned to surgery several months later for removal of aortic valve that had fungal growth on the valve leaflets. Patient died during surgery. Cardiac surgeon stated that "over growth of fungus arrested the valve leaflets; the valve itself was not defective".